Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-jul-2022 to 13- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue upon investigation of the actual device used in this incident, it was determined that remote manager nut box connection was loose. The nuts were adjusted and aligned to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system refrigerator failed and could not be opened, delaying the access to medications for 2 hours. The customer added that the medication was total parenteral nutrition orders liquid bags dextrose 5% and 10% and were able to pull from another location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that remote manager nut box connection had come loose. The nuts were adjusted and aligned to hasp to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator failed and could not be opened, delaying the access to medications for 2 hours. The customer added that the medication was total parenteral nutrition orders liquid bags dextrose 5% and 10% and were able to pull from another location. There were no adverse events or injuries reported based on this event.